Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The option-lok male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time, it was reported that solution leaked from an unspecified location between the drip chamber and the proximal clave y-site. An unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delays therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.